Event description:
As reported by the edwards manager, an annular rupture occurred during a transapical tavr procedure and the patient expired. Per report, transapical access was gained uneventfully. A 20x3 edwards bav was successfully completed and the patient was stable post bav. The 23mm sapien was placed in an optimal anatomic position in the aortic annulus (50:50). Post deployment of the valve, the patient lost pressure and the surgeon converted to a full sternotomy for repair of an annular rupture under the lca. The rupture was too extensive for surgical repair. The patient died on the table as a result of this rupture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the rupture is unknown. It is possible a combination of patient and procedural factors caused or contributed to this event. There is no indication this event was result of dysfunction of the sapien valve or the ascendra delivery system. To date, the medical facility has not provided additional information regarding this case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.